Event description:
It was reported that an asymptomatic patient presented in operating room for the explant of the loop recorder. There were no complaints against the loop recorder. During the explant, the header broke into two pieces. The physician removed the pieces individually. There were no complications to the patient. The patient was stable post procedure.